Event description:
A site representative, purchasing, reported a large suretrak clamp tracker screw that was stripped. This was identified in sterile processing. There was no patient present.

Manufacturer narrative:
Corrected report:brand name corrected to read suretrak ii universal tracker, large clampcatalog number corrected to read 961-580.all other information on initial report is correct and remains the same.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement clamp sent to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the head of the screw is rounded or stripped out. Physical damage, deformation, directly caused the event.